Event description:
It was reported that the right ventricular (rv) lead was fractured. Therapies were programmed off and the rv lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.